Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient of 185cm and that "the event occurred in the intensive care unit". The doctor was called, on a timing/triggering issue in the late evening. Patient was slaved electrocardiograph and arterial pressure (ECG and ap) light wave sensor (lws) was not working, they used no transducer, but radial artery (ra) as source for arterial pressure (ap). I look at the strips, with high pressure alarms did the intra-aortic balloon (iab) migrate? Did he kink the intra- aortic balloon (iab) at the leg? There was no reported injury, complications or harm to the patient.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for any developing trends.

Event description:
It was reported that a patient of 185cm and that "the event occurred in the intensive care unit". The doctor was called, on a timing/triggering issue in the late evening. Patient was slaved electrocardiograph and arterial pressure (ECG and ap) light wave sensor (lws) was not working, they used no transducer, but radial artery (ra) as source for arterial pressure (ap). I look at the strips, with high pressure alarms did the intra-aortic balloon (iab) migrate? Did he kink the intra- aortic balloon (iab) at the leg? There was no reported injury, complications or harm to the patient.